Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.

Event description:
Information from intl. Clinical trial database. Bleeding during balloon-pta of a vasopastic mca and ica on the right side. The patient was within the vasospasm phase after coiling of the aneurysm there was a pta of the mca and ica on the right side performed. During this procedure there was a "paravasation" of contrast. No rerupture of the aneurysm. (2007). There was a rupture during pta of the ica on the right side during treatment of excessive vasospasm. The narrowing of the ica in this 12 months control seems to be a residual state after dissection of the intracranial ica during pta. (08). Coils used: model number: x-6-20-t10-mc, product name: nexus morpheus 3-d csr. X-3-2-t10-mc, nexus morpheus 3-d csr.